Manufacturer narrative:
Patient initially called patient liaison phone line to report return of n/v symptoms and burning. Patient was advised to follow up with her health care provider. Enterra medical followed up with patient and provider, patient had device explanted (B)(6) 2025. Explanted device disposed of therefore analysis not possible. No further action to be taken.

Event description:
Patient reports that she was implanted on (B)(6) 2022 by dr (B)(6). States she has been having recurrence of symptoms and burning near device site. She denies having a device card and no implant record found in crm. She plans to f/u with surgeon. Patient explanted due to discomfort and return of n/v symptoms.